Manufacturer narrative:
Batch review performed on 18 feb 2026. Ball heads: bipolar head 25060.2854 316lvm bipolar head d 28 x 54 (k091967) lot 2503841: (B)(4) items manufactured and released on 18-jun-2025. Expiration date: 2030-may-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 weeks from the primary, the patient experienced a hip dislocation (bipolar from the acetabulum) and, during the attempt to perform a closed reduction at the hospital, the bipolar head dissociated from the 28 mm femoral head. An open reduction was then performed. The surgeon revised the biolox head to a head of the same size and the bipolar head to a head of the same size. The surgery was completed successfully.